Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the atrial lead, acceptable capture threshold values could not be found. The lead was not implanted. A replacement lead was successfully implanted.